Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon inflation, a balloon rupture was observed on fluoroscopy. During attempts to withdraw the balloon catheter, the catheter "broke off in half". The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to this event.